Event description:
Pt taken to operating room for laparoscopic cholecystectomy by dr. (B)(6). During use of electrocautery probe, the tip of electrocautery probe twisted off fell off of the cautery instrument and was not easily identifiable but it was then in pt's abdomen. Fluoroscopy was brought in and the tip of the probe was identified behind the liver. Extensive exploration was necessary and after 2.5 hrs the probe was finally identified and it was removed through the umbilical port along with the gallbladder.